Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump wasn't properly delivering insulin. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 05/13/2015. Device evaluation: the pump has been returned to animas and evaluated on (B)(4) 2015 with the following findings: the pump was returned with the basal segments programmed to deliver 1.0u p/h at 3 different time segments. The pump was used for a period of 3 days. There were no errors or alarms in the pump¿s black box history to indicate that there were any insulin delivery interruptions. The alleged issue could not be duplicated or confirmed with investigation.